Manufacturer narrative:
This report is submitted on may 10, 2017. (B)(4).

Event description:
Per the clinic, the patient underwent a procedure to debride the skin at the implant site on (B)(6) 2017. The patient was subsequently treated with oral and topical antibiotics (date and duration not reported).